Manufacturer narrative:
D5,6; h2,3,4,6; g4: added additional info. H6; anvil dislodged. Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: batch number, k01332; cartridge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, bent and position/condition of wedge sleds, fully fired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, damaged; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no and result of attempted firing, good. Analysis conclusion: based upon info received and visual examination, it was concluded that instrument was returned with anvil dislodged from closure tube. When this condition exists pressing release button will not open instrument. Anvil was re-aligned and instrument was cycled, fired, cut, and formed staples within design specification. No conclusion could be reached as to how this damaged occurred. Each instrument is evaluated during assembly process to ensure it functions properly.

Event description:
It was reported during an unk procedure while using the tsw35 the device did not fire properly. There was no add'l info available. The head nurse reports there was no consequence to the pt.